Event description:
Pt c/o difficulty breaking the skin. Needle bends and leaks. This did not happen with novofine needles. Product defect. Dose or amount: 1; route: sq ; dates of use: (B)(6) 2018 thru n/a; diagnosis for use: diabetes mellitus.